Event description:
It was reported that while the m4 handpiece was in use it overheated enough to melt the irrigation tubing. The hand-piece was not used during the case as a result. There was no patient impact or injury reported.

Manufacturer narrative:
(B)(4): the device has not been returned for evaluation. Method ¿ no testing methods performed. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.